Event description:
Info received indicates the casters are not locking into the brake position. The casters continue to swivel when in brake, but the casters wheel does not roll.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the stretcher.